Manufacturer narrative:
Unfortunately, the sample device was not returned, therefore, the root cause of the reported regurgitation and defective leaflet cannot be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Although the root cause could not be investigated, the source of the reported regurgitation may have been, per the operative report, "it appeared that on testing the valve that one of the leaflets was not coapting with the other 2 and was causing its regurgitation." No further actions are possible with the available information. Of note, this patient also has a related event which is being reported on quarterly alternative summary report (asr) under device serial #(B)(4).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted at implant due to regurgitation, secondary to a defective leaflet. Per the op report, the mitral valve (non-edwards) was replaced with an edwards bioprosthesis valve. The patient was weaned from cardiopulmonary bypass. Tee showed that there was moderate mitral valve regurgitation with one of the leaflets very poorly moving and with a jet directed posteriorly. In view of the fact that it was not improving, the patient was placed back on bypass to replace the valve. The struts of the valve and coaptation points were carefully inspected and no sutures were found immobilizing any of the leaflets or going over the struts. It appeared that on testing the valve that one of the leaflets was not coapting with the other 2 and was causing the regurgitation. No obvious cause for this could be seen. The subject device was replaced with another edwards bioprosthetic valve.